Event description:
It was reported that after placement, there was difficulty removing the catheter from the patient's body.

Manufacturer narrative:
Received catheter attached to the drainage bag and not my syringe. Datecode printed on cap was smear, and the catalog number printed on cap was 122914. Finished product was unknown. Based on datecode information, the packaging lot number for returned sample was unknown.-nabila, 01april2026. Visual inspection: visual evaluation of the returned sample without original packaging, a latex foley catheter attached to the drainage bag and syringe. Visually inspected the catheter still inflated and no physical defects were present and observed no dent/crack on valve and on the returned syringe. Functional testing: retrieve 0.6ml water from balloon. Tested using bd kulim syringe, inflated the balloon with 10ml water using normal fill technique and the balloon was able to deflate in 8sec. Dimensional evaluation: concentricity (full inflation volume) 70/30. Ruler cr#1503 - calibrated jun/25, due for calibration jun/26 stopwatch cr#1624 - calibrated may/25, due for calibration may/26 corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, there was difficulty removing the catheter from the patient's body.